Event description:
During a ureteroscopy procedure for stone extraction from the urinary tract, a stone was in the basket and the physician was attempting to extract it. However, the basket broke off and separated from the sheath. The separated basket was pulled into an access sheath and retrieved. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.